Event description:
While using a byte night aligners, patient reported that their aligners are too large. They have to trim off so much material and when they do that it is very difficult to do without splitting or cracking the aligner plastic. Then it is always cutting their gums, tongue and lip causing bleeding and pain. Found stls are extremely poor, doing new impressions for aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.